Event description:
Certified registered nurse anesthetist (crna)/(state registered nurse aide) srna were advancing the device tube as the fellow observed and as indicated, when the two pieces separated before they were supposed to. Both pieces were removed and intact.